Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced adhesive issue event on 17-jan-2026. The infusion set was accidentally pulled out during use due to tubing catching on something. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.